Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse was unable to advance the PICC, so it was pulled out and a piece of metal wire in the PICC broke off as it was pulled out. It was stated the rest of the PICC was observed and another spot looked stripped further down that could have broken off, but remained intact. 12/31/18: radiologist cleared the patient after x-ray. No patient harm reported.